Manufacturer narrative:
The device was received fully deployed. Inspection of the fluid path found fluid was able to freely flow the complete fluid path and no evidence of the reported leak was observed. No damages or defects were observed that would contribute to the reported leaking during wear. The pod was received with evidence of blood on the adhesive pad. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined. During investigation, the exposed portion of the soft cannula was observed to be stretched. It could not be determined when or how this damage occurred. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone13.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 300 mg/dl after approximately 24-36 hours of wear on the arm. It was further reported that insulin leakage was observed, and the infusion site was found to be bleeding. There was no medical intervention reported in relation to this event. The device was returned for investigation, and a damaged cannula was identified.